Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Unk. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Unk. Or, did the device fully fire and stop during the automatic knife return? Unk. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? Opened a new stapler to cut around the liver tissue and then removed the device. If yes, did the jaws eventually open? No.

Event description:
Partial fire. It was reported that during the surgery, could not fire farther after fired 1/2. Another three reloads got the same issue, then changed the new device to complete surgery. The device could not be returned as the patient carrying infectious diseases. There was no patient consequence reported. No additional information can be provided.